Manufacturer narrative:
(B)(4). Attempts to obtain the device have been made. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown plastic surgery on (B)(6) 2019 and a reservoir was used. It was noted air leakage occurred and the reservoir swelled soon during use. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/26/2020.

Manufacturer narrative:
Product complaint #: (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 08/20/2019. H3 evaluation: damaged/ broken component. Sample was evaluated and no damage/broken components that could related to the defect reported by the customer could be observed. Sample was found in good condition. Reviewed for tears in bag. Reservoir didn't present any damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Reviewed for damage on seal. Perimeter and port seal were verified, it was confirmed sample didn't present any damage, channels, or incomplete seal that could generate a leak on the sample. Plate was locked, and ports were close, then plate was activated to verify if air could get inside the reservoir. After 10 minutes the reservoir maintained the same condition confirming there is no damage on the perimeter or the port seal. Defect reported by customer was not duplicated on samples received, however it can be related to leaks in other components used. Based on the present analysis, it is determined that the reported complaint is not observed and duplicated and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.